Event description:
Pt called lfs alleging that pt was hospitalized because their induo meter would not power on. In 2003 pt woke up at 6:30 am and got ready for the day. Pt did not experience any symptoms. Pt tested their blood sugar and obtained a 218 mg/dl and took 10u of r. Pt had a cup of coffee and toast for breakfast. Shortly after pt had family member take pt to the bus station. While pt was waiting for the bus, pt started to crave for sugar. Pt walked to the store and bought a snapple grapefruit juice. Before pt drank the juice pt wanted to test their blood sugar. Pt tried to test on the meter and the meter would not power on. Pt tried the push button to see if that would work and pt noticed that the insulin did not dispense. The next thing pt knew pt was in the hospital. The diagnosis in the hospital was a seizure. This was the first time pt experienced having a seizure. The following day the dietitian came and checked pt's meter and meter had no power. Dietitian changed the batteries and meter did not power on. Dietitian told pt that pt's blood sugars in the hospital had been erratic. Patient does not know what their blood sugars were in the hospital. Dietitian checked the doser and told pt that it was broken and to call lfs and to have the meter replaced. Pt did not go into detail of the doser when asked. She just stated that it was broken. Pt did not have meter handy with them to troubleshoot. Pt was treated with insulin for their erratic readings in the hospital. Pt had stayed in the hospital for 5 days. Customer service sent pt a new meter since issue was not resolved. Medical affairs is reporting this case as a malfunction because the power issue happened that day. Patient was able to obtain a blood glucose reading that morning. Issue with the meter happened so quickly, that even if meter had been working patient would have still passed out and been hospitalized.